Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was a crack on reservoir compartment and o ring popped out. The customer¿s blood glucose level was unknown. Troubleshooting was performed for damage and noticed the reservoir able to lock in place but turns really easily. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Device had broken half of reservoir tube lip and missing reservoir tube o ring, however test reservoir locked into place properly.